Event description:
It was reported that when the stimulation was turned on, the patient had stimulation in the wrong location. The reporter noted that the patient needed to reset the stimulation and was in pain again. It was noted that the patient ¿let it go for a few months¿ stating he was relying on the implantable neurostimulator (ins) and pain medicine. The reporter later noted that the patient was off all of the pain medicine. It was noted that the stimulation was affecting the patient¿s breathing whether he was sitting up or lying down. The reporter noted that the pain would go through the patient¿s chest and shock him. It was noted that it had started about 3 months prior to the report. The reporter stated that the patient had been more on his feet and was lifting more but noted that he was watching his limits. It was noted that there was a gradual change of stimulation going up higher into the thoracic area which aggravated another thoracic condition of thoracic outlet syndrome that the patient had. The reporter noted that the patient could not turn the ins off and noted that his legs would go numb, lose balance and would get migraines. Migraine symptoms included the patient getting a little dizzy and the headaches were ¿not quite but close to¿ a migraine. The reporter noted that the pain was located at the back of the patient¿s head in the brain stem area going into his neck. It was noted that the patient was taking the over the counter medication of aleve and that the patient¿s spinal injections were due.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).